Event description:
It was reported that a patient experienced peritonitis manifested by stomach pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event, pd therapy was discontinued and the patient started hemodialysis (hd) therapy. During hospitalization, the patient was treated with an unknown antibiotic (dose, route, frequency, and duration not reported) for peritonitis. On an unknown date, during hospitalization, the antibiotic treatment was discontinued. Ten days after hospitalization, the patient was discharged. The cause of peritonitis was not reported. At the time of this report, the event of peritonitis was ongoing and improved and the patient was continuing to perform hd therapy. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted for potentially associated lot numbers gd896308 and gd896209. There were no issues detected during the manufacturing processes. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as complaints (B)(4).